Manufacturer narrative:
The system was tested and repaired in the field by replacing the helical gear on patient side manipulator 2(psm2) axis 2. Based on the information provided, this complaint is being reported due to the patient side manipulator arm failing the slow sweep test. Although this failure was found during preventive maintenance and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Event description:
It was reported that during preventive maintenance, the technical field specialist (tfs) tested the patient side manipulator (psm) arm and it failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.